Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-jul-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was not getting good coverage due to impedance issues. High impedance values (4000 8-10) were identified through impedance testing. A loss of stimulation was reported. Troubleshooting included multiple reprogramming attempts with a previous representative. A lead replacement was performed, and the leads were replaced. The issue was resolved, and everything was reported to be normal following the intervention. No patient complications have been reported as aresult of this event.